Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as bleeding blisters with bruising. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the wound. The outcome of the skin irritation is unknown.